Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the cutter device was not detachable from the attachment device. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The attachment device was evaluated and it was determined that the bearings were damaged. Therefore the reported condition was confirmed. It was further determined that the device failed pretest for nose tube assembly, and cutter insertion. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, additional procedural information has been received. It was noted that there was no delay in the procedure due to the event. Also, additional product failures were observed. It was noted that the device bearings were broken, the middle section was rusted and the extension connector was heavily worn out. This information does not change the assignable root cause of premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.